Event description:
It was reported the device powered up to the word salida and then shut off. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The main pcb (printed circuit board) found out of electrical specification. Upper case, battery drawer, and one side bail cover are broken. Lower case is out of mechanical specification. Battery contacts are compressed.